Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the lead safety switch (lss) was triggered on the pacemaker and right atrial (ra) lead changing the polarity to unipolar due to low out of range impedance measurements. A revision procedure was performed where the lead was surgically abandoned and replaced. The pacemaker remained in service and no additional adverse patient effects were reported.